Manufacturer narrative:
This report is submitted on march 31, 2017, by cochlear limited on behalf of (B)(4) exemption number e2016011.

Event description:
Per the clinic, the patient experienced magnet dislodgements during an MRI (1.5 tesla). Surgery to reposition the magnet was completed (date not reported). The implanted device remains.